Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the op5 pdm would lose charge faster than expected. The patient confirmed that the insulet-issued charger is used. It was reported that the pdm battery requires 8 hours to fully charge and lasts approximately 6 hours. The patient stated the pdm was not exposed to extreme temperatures. Additionally, the patient reported seeking medical assistance on (B)(6) 2025 due to experiencing diabetic ketoacidosis (dka). At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information has been solicited, and a supplementary report will be filed if received.